Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device had no power when it was activated. The power supply, hemopro2 adapter, and hemopro2 extension cable were switched out and the hemopro device functioned properly. There was no issue with the power supply. The hospital did not report any pt effects. The hospital intends to return the adapter and extension cable. Refer to MFR report # 2242352-2012-00917 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).